Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The physician reports that the iris was damaged during the initial surgery, which later led to iris adhesion and lens vaulting. Iris damage is an inherent risk of surgery. (B) (4).

Event description:
The physician reports performing cataract surgery with implantation of the crystalens iol in the right eye. Intraoperatively, the iris tore and pupilloplasty was performed. Several months postoperatively the pt presented with iris adhesion, lens vaulting, and decreased bcva (20/60), and induced astigmatism. A hydrodissection and iol repositioning was attempted on (B) (6) 2009, but the lens was later explanted and replaced with a different lens model on (B) (6) 2009. During the lens exchange, the incision was sutured. At the last visit on (B) (6) 2010, the pt's bcva (pinhole) improved to 20/40 with mr -1.25 + 0.75 x 173. The pt has trace corneal edema and striae at the wound site.